Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s controller was overheating. The issue was described as the controller feeling warmer to the touch than usual. The event was not associated with any alarms. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. The controller was allowed to run for an extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Additionally, thermal readings of the controller were normal. As a result, the reported event could not be confirmed; the controller operated as expected. If information is provided in the future, a supplemental report will be issued.